Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device only gave a momentary indication that it would power on, but did not complete a boot-up. If a patient connection was made within 17 seconds of the on button being pressed, the device would continue to boot up and perform normally. It was determined that the cause of the reported issue was due to the lid reed switch being shorted and stuck in a closed state. This caused the device to react as if the lid was closed and not to complete a boot cycle.a replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that one of their devices would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.